Event description:
It was reported that the bd introsyte-n¿ was punctured during use while attempting to remove the cannula. Medwatch report# 2000330000-2020-8017 was filed in response to this event. The following information was provided by the initial reporter: "from staff: during PICC placement, when the introducer was removed and attempted to peel away the cannula, it would not peel and then the wing broke off, while attempting to remove the cannula after the wing broke, the catheter was punctured and had to be removed and new one needed to be placed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-09-28. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used split introducer, a partial PICC catheter and two labels referencing 384021, lot number unknown. Through the visual inspection of the returned portions, the sample displayed an incorrect break and peel which resulted in a jagged separation of the tabs and a break from the tubing with one tab. Further microscopic evaluation reveals there is no skive line present on the tubing. The reported issue was confirmed. The missing skive line is confirmed to be material related. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd introsyte-n¿ was punctured during use while attempting to remove the cannula. Medwatch report# 2000330000-2020-8017 was filed in response to this event. The following information was provided by the initial reporter: "from staff: during PICC placement, when the introducer was removed and attempted to peel away the cannula, it would not peel and then the wing broke off, while attempting to remove the cannula after the wing broke, the catheter was punctured and had to be removed and new one needed to be placed."

Manufacturer narrative:
Correction: the awareness date was incorrectly marked as the "date received" by the us postal service. Due to the covid-19 pandemic, these mail pieces were not delivered to bd personnel within the facility until (B)(6) 2020. As a result, the following information has been updated: g.4. Date received by manufacturer: 2020-09-10.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age and awareness date were used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd introsyte-n¿ was punctured during use while attempting to remove the cannula. Medwatch report# (B)(4) was filed in response to this event. The following information was provided by the initial reporter: "from staff: during PICC placement, when the introducer was removed and attempted to peel away the cannula, it would not peel and then the wing broke off, while attempting to remove the cannula after the wing broke, the catheter was punctured and had to be removed and new one needed to be placed."